Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and polarity switch on the right ventricular (rv) lead. There was also oversensing and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.